Event description:
During a laparoscopic cholecystectomy, it was reported there was a tear in the outer gasket of 5mm trocar and round piece on the olive of the 512b popped off during surgery. Both of these events resulted in loss of pneumo. There was no consequence to the pt.